Manufacturer narrative:
Date rec'd by MFR: 05aug2019. Multiple unsuccessful attempts were made to gather information; however, no additional information was provided. If any new, relevant information is received, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date not specified. Date of report: 01may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit had error of system reset and power failure. The customer reported there was no patient involvement.